Event description:
A malfunction was reported, indicated by a malfunction code display. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the process. Following the reset, the malfunction code did not recur, and the customer was advised to continue using the pump.